Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient had an MRI about 8 months prior to the report and they turned the implantable neurostimulator off for the MRI, but then they were never able to turn it back on. The patient reported that the implantable neurostimulator does not working. The patient needs an MRI to address nerve damage in his legs. He noted that if he doesn't address the issue, he will end up in a wheelchair. The patient did not have a patient programmer on (B)(6) 2020 to check for MRI eligibility. The patient noted that his insurance will not approve the surgery to remove the implantable neurostimulator. The patient was redirected to his health care professional.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the implantable neurostimulator (ins) had been dead for a week. Additional information was received from the patient and it was reported that they don't know the cause of the issue. It started to get two days from one charge, then it went down each week, then it got to a point it would only last a couple of hours. The patient can't find a healthcare provider (hcp) who will put a new one in. They all want to run the patient threw all kings of test which the patient doesn't want to go through. The patient is just going to live with the pain.